Manufacturer narrative:
(B)(6). The lot was manufactured between may 21, 2019 and may 22, 2019. The device was received for evaluation. A visual inspection was performed and white-silver colored particulate matter (pm) was observed on the thread of the damaged fill port connector. A visual inspection with magnification was performed and it was observed that the white-silver pm appeared to be plastic shaved from the damaged fill port connector and partially attached. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that plastic shavings were observed in the exactamix 250 ml eva tpn bag. The plastic shavings were left behind in the fill port when fill port cap was removed during setup and preparation prior to compounding. There was no patient involvement. No additional information is available.